Event description:
A customer reported that a drug reservoir leaked 5-fu when it was being filled at the pharmacy. The exact location of the leak is not known. There was no contact of drug with any personnel.